Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that noticed a hair or fiber inside the package upon visual inspection. This was caught before the product was placed in the patient's port. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is confirmed and appears to be supplier related. Two photographs of a safestep kit were returned for evaluation. An initial visual observation of the photographs showed a sealed safestep kit with a foreign material that appeared to be a hair within the kit. This is a supplied component, and the supplier has been notified of this event. Bd is working closely with the supplier facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that noticed a hair or fiber inside the package upon visual inspection. This was caught before the product was placed in the patient's port. No other information was provided. Additional information provided 7 june 2023: customer reported ¿the nurse brought it to my attention with the product in hand on (B)(6) 2023, I assume it was that day or the day before. There was not delay or change in the course of treatment due to this event.¿